Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. It is unknown if device is available to manufacturer.

Event description:
It was reported that while completing a frontal craniotomy, when using the perforator bit, the inner drill bit did not disengage after complete perforation, and continued to drill. It was further reported that the consultant neurosurgeon, stopped the drill manually. The scrub nurse noted the thin table of bone to be present below as expected. It was also reported that there was no adverse consequences and no delays as a result of this event, the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation. The definitive root cause could not be determined. Device was not returned to manufacturer.

Event description:
It was reported that while completing a frontal craniotomy, when using the perforator bit, the inner drill bit did not disengage after complete perforation, and continued to drill. It was further reported that the consultant neurosurgeon, stopped the drill manually. The scrub nurse noted the thin table of bone to be present below as expected. It was also reported that there was no adverse consequences and no delays as a result of this event, the procedure was completed successfully.